Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the hospital confirmed that the sleeve could not be connected to the plate hole. The hospital managed to connect the sleeve to the hole, but it came off quickly with a slight push from the side. The hospital could connect another sleeve to the same plate hole, the sleeve had some defect. The hospital used the device five (5) times. This report involves one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: according to the information received, it was reported that on an unknown date, the hospital confirmed that the sleeve couldn¿t be connected to the plate hole. The hospital managed to connect the sleeve to the hole, but it came off quickly with a slight push from the side. The visual inspection has shown that the first thread flank of the guide is slightly worn and rounded. This damage does have an influence on the functionality of the device and will lead to the decreased holding force as complained. No additional issues were noted. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Based on the findings above is this complaint rated as confirmed. During the performed evaluation no manufacturing related issue could be detected. Based on the visual appearance it can be concluded that normal wear and tear did lead to the complained malfunction. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part # 03.114.001. Synthes lot # h521532. Supplier lot # h521532. Release to warehouse date: aug 08, 2018. Supplier: avalign technologies-nemcomed. No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.